Event description:
Procedure type: subtotal colectomy. According to the reporter: after firing the device, staples did not form properly. Another device was used to fire over the incomplete staple line. Unanticipated tissue loss occurred due to having to fire over the incomplete staple line.